Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (endoleak); patient¿s condition affected effectiveness of device (angulated aortic neck). Conclusion: inherent risk of a procedure (endoleak); device failure related to patient condition (angulated aortic neck).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant was not reported; however, it was reported that the proximal neck had 30 degree angulation. During the index procedure, a type ia endoleak was observed due to the severe angulation of the proximal neck. The physician stated that the endurant device should have been placed closer to the renal arteries; however, it was difficult due to the severe angulation. The physician elected to add additional devices (another manufacturer¿s devices) however, the endoleak decreased but did not resolve. No additional clinical sequelae were reported and the patient will be monitored by the physician.